Event description:
It was reported that (1) syringe displayed dim segments. Although requested customer stated to cancel order for complaint , no additional information provided.

Manufacturer narrative:
Correction: disregard file (file was reassessed and is being cancelled after further review and an email from the customer) to close file as there is a file already captured for this complaint .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) syringe displayed dim segments. Although requested customer stated to cancel order for complaint , no additional information provided.